Event description:
Patient reported that the one touch profile meter was reading inaccurately low readings. Medical affairs specialist contacted the patient in 09/2003 and patient provided additional information. Patient stated that a few days back patient got a reading in the "40's range". Patient was not feeling any symptoms. Patient still drove to the hospital to have the blood glucose checked. The hsopital meter read 370 mg/dl. Patient was placed on IV insulin and kept there for observation until the blood glucose level was under control. During troubleshooting, it was discovered that the test strips were expired which could have resulted in the low readings. Also, the meter had not been cleaned. There was blood residue on the test strip holder. This case is reported as an adverse event because the patient suffered a serious injury caused by use error.